Event description:
It was reported that device got stuck with the guidewire. The 90% stenosed target lesion was located in the mildly calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the device got stuck with a non-boston scientific guidewire. The non-bsc guidewire was able to be removed from the catheter outside the patient. The procedure was completed using a different device. There were no patient complications.

Manufacturer narrative:
(B)(6).